Event description:
It was reported that the video system center had an endoscope connection failure error during use. Additionally, there was a discrepancy between the time displayed on the main body and the time shown in the error message. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.